Event description:
It was reported to philips that the battery is not charging and the device is displaying a solid x in the ready for use (rfu) indicator and making a periodic chirp sound. There was no reported patient or user involvement and no adverse patient/user impact.